Event description:
It was reported that there was "one rice grain-sized white particulate matter" in the patient line of a home pd system kaguya set. This was observed after removing the cassette from peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.